Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The instructions for use (IFU) outlines to amine the driveline for evidence of tears, punctures or breakdown of any of the material. Routine driveline site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that when the patient hooked up his driveline it resulted in an e-fault and vad stop, pump was restarted on real stator only. It was stated by the patient that they felt a "strong tensile force ono the driveline due to accidental behavior by himself". It was stated that inspection of the pins were not possible due to the weak ejection fraction of the patient. On (B)(6) 2016 the patient was taken to the operating room and the manufacturer representative performed a driveline splice repair. Patient was stated to not have been prepped for procedure and patient was stated to have had been off vad for a total of two times, each for 10 seconds. It was stated that there were no effect of the patient. No additional information available.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the device met all requirements for release. Analysis of the log files revealed vad stopped, electrical fault, and high watts alarms on (B)(6) 20916, confirming the reported event. A vad stopped-vad disconnect alarm occurred at 11:48:27 shortly followed by an electrical fault alarm of type sys_front_not_connected at 11:48:45. The vad stopped alarm then cleared and a high watts alarm occurred at 11:48:58, likely due to the pump operating on single rear stator. The high watt alarm was then resolved approximately 4 hours and 10 minutes later as the power limit was raised from 7 watts to 9.5 watts. The pump continued single rear stator operation. During onsite inspection, the patient mentioned a strong tensile force on his driveline due to accidental behavior. Visual inspection of the driveline connector did not reveal any evidence of recessed pins. A driveline splice repair was performed which resolved the electrical fault alarms and the pump was able to start on both stators. The most likely root cause of the electrical faults is the reported strong tensile force on the driveline due to the patient's accidental behavior causing an open circuit in the front stator driveline wire(s). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.